Manufacturer narrative:
(B)(4) (importer) is submitting this report on behalf of (B)(4) (manufacturer). Exemption number: e2014018. Manufacturing site evaluation: evaluation on-going h3 other text: device not returned.

Event description:
Country of complaint: denmark. Piece broke off the metal. The customer does not know if it was during use in the operating room or if it was during washing. The incident has been reported to the danish health authority, and the customer is considering if they should take x-ray of the patient from the day this incident occured.

Manufacturer narrative:
Investigation: the investigation was performed using a keyence vhx-5000 digital microscope. The analysis of the fracture pattern illustrated a forced fracture due to a mechanical overload. No pores, inclusions or foreign bodies could be found on the point of rupture. Furthermore silicate residues caused by reprocessing can be found at the surface. Conclusion and root cause: based on the information available as well as a result of our investigation, the root cause of the failure is most probably related to an insufficient usage. Rational: based on the fracture pattern we assume a breakage due to overload, most likely caused by leverage. No CAPA is necessary.